Event description:
It was reported that the asymptomatic patient presented in-clinic for a routine follow-up. Device interrogation revealed alerts for possible high voltage lead issue and output circuit damage. The patient received one inappropriate shock, possibly due to af with rvr. All subsequent therapies were aborted. The device was explanted and replaced. The patients condition was good after the event. It was noted that the patient had been non-compliant with her anti-arrhythmic medication.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.